Event description:
It was reported there was sporadic ventricular undersensing observed on the electrogram while the patient was on the treadmill. The ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implantable pulse generator (ipg) (B)(6) 2007; 5076 implantable pacing lead (B)(6) 2007.